Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that during receipt inspection of the subject device, some of the wires that composes the forceps elevator wire were cut and raised. There was no report of patient injury associated with the event.